Manufacturer narrative:
Analysis was performed on the returned device. The reported obstruction of flow was not confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no similar incidents from this lot. The reported marker lumen obstruction appears to be related to under insertion of the device, the marker port not being in the arterial lumen, improper insertion angle. The subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that this was an arteriotomy closure of the left common femoral artery (lcfa) using the pre-close technique via a 6f sheath hole prior to an intra-aortic balloon pump (iabp) interventional procedure. Reportedly, when using the 1st one in lcfa, there was no obvious flow from marker lumen. Confirmed the marker lumen was flushed with saline before use and it was flushing successfully. The sutures of two new prostyles were successfully pre-placed. The sheath was upsized to an 8f sheath and the procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.